Manufacturer narrative:
Attempts were made to obtain product samples, videos, photographs or sister samples for evaluation, however, none were forthcoming. A device history review was unable to be conducted as lot number(s) were not provided.

Event description:
The event involved a tego® connector in which the customer reported that during hemo dialysis treatment, tubing disconnected from the tego connector from the arterial central vein catheter (cvc) line resulting in patient blood loss, and rapid deterioration of patient's condition. Code blue was called, and the patient was transferred to pediatric intensive care unit (picu). The customer reported that that the tego connector was somehow misconnected/mis-threaded with blood set. The tego connector was newly applied prior to the procedure. The customer reported that staff indicated they did not observe anything obvious wrong with the tego connector. There was patient involvement and patient harm as a consequence of this event.

Manufacturer narrative:
The device was discarded and is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.